Manufacturer narrative:
Continuation of d10: 5071-35 lead implanted on (B)(6) 2024 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days post implant the left ventricular (lv) epicardial lead exhibited high and rising right ventricular (rv) thresholds and intermittent rv capture. The physician reported that during a right atrial (ra) lead revision procedure the rv pacing lead thresholds had risen significantly. The pacing lead was repositioned and remains in use. The physician switched the positions of the pacing leads in the y adapter and noted that the thresholds and sensing remained stable. No patient complications have been reported as a result of this event.